Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading was 420 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump was not working correctly because she treated with the insulin pump and her blood glucose was just going higher. Customer also stated that she gastroparesis and was vomiting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube, display window and case window corners.